Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/3/2024, it was reported by an arthrex subsidiary employee via email that an ar-3641sp self-punching knotless 2.6 fibertak the repair suture could not be relayed to the shuttle suture loop. This occurred after insertion into the lateral femoral epicondyle and confirmation that the anchor was fixed. The case was completed using another ar-3641sp self-punching knotless 2.6 fibertak. This was discovered during a procedure on (B)(6)2024. Additional information received on 12/12/2024: this was discovered during an rcr procedure. The anchor was removed from the patient. The case was not delayed, and additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.